Manufacturer narrative:
Correction to supplemental 1. An adverse event was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source information received on 2019-sep-03 indicated that the patient needs to have an MRI of his torso to determine the cause of the problems/medical issues that he is having. They are unable to diagnose the issues and his problem for diagnosing his pain with a CT/x-ray. The patient reported that he is now living on pain pills. Additional information was received from consumer regarding the patient on 2019-sep-27. It was reported that the patient is trying to adjust ¿it¿ (spinal cord stimulation) because he has issues. The spinal cord stimulation is completely turned off, but it feels like it is still turned on. The patient does not know if this is a medical issue or if it is related to the spinal cord stimulation. The patient reported that no matter how he sets it, there does not seem to be any effect at all. This had been occurring for about a month, confirmed as starting in 2019. The patient reported that he is having the system replaced with an MRI compatible system on (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was not staying charged as long as it used to. No troubleshooting was able to be done. The indications for use were non-malignant pain and complex regional pain syndrome type I. No patient symptoms reported.